Manufacturer narrative:
H3: product analysis as found condition: the react-71 catheter was returned for analysis within a shipping box, a plastic bio-pouch, an opened react-71 inner pouch (b631718), and a dispenser coil. Damage location details: no damages were found with the react-71 catheter hub. No bends or kinks were found with the react-71 catheter body. The react-71 catheter distal tip was found ovalized. No catheter stretching was observed. Conclusion: based on the device analysis and reported information, the customer¿s ¿catheter resistance¿ and ¿catheter stretched¿ reports could not be confirmed. However, the customer¿s ¿catheter damage¿ report was confirmed. The react-71 catheter distal tip was found damaged (ovalized). Resistance (during aspiration) can occur if a large thrombus or clot is aspirated and blocks the catheter's lumen, creating high resistance and force. Excessive negative pressure during aspiration can lead to mechanical stress on the catheter, potentially causing damage. However, the exact cause could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported that when the syringe was performing negative pressure withdrawal, it was suspected that a large load of blood clots was blocking the catheter opening, so no blood could be drawn back, so the catheter was withdrawn. The catheter did not have any difficulty navigating though the patient's anatomy.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a mechanical thrombectomy for an acute ischemic stroke using a react 71 catheter, the distal end of the catheter was stretched and deformed. The procedure took place at the apex of the basilar artery, accessed via the femoral artery with a diameter of 7.4mm. Moderate vessel tortuosity was noted. Resistance was felt during negative pressure aspiration, leading to the withdrawal of the react 71 catheter. Upon removal, the catheter was found to be damaged at the distal location. The procedure was continued with a replacement non-medtronic intermediate catheter, which was successfully used to remove the thrombus. Ancillary devices included rebar 18 microcatheter and a non-medtronic guide catheter, guidewire and sheath. Additional information received reported that there were no symptoms associated with the catheter resistance/damage. After replacing the catheter, suction was successful. The cause of the resistance/damage was not determined. The surgeon thought it might have been because the thrombus came from the heart and was large in size. After the catheter sucked the thrombus, the suction force acted on the catheter wall, causing the catheter to deform. It was noted that the patient was sent to the ICU on the night of the operation, but the patient¿s recovery is currently average. After further consultation with the surgeon, it was found that the patient had posterior circulation stroke and the patient¿s symptoms were severe when the patient came to the hospital.